Event description:
Doctor's office called the hospital that they could not remove the suprepubic catheter from his patient. On (B)(6) 2004, the patient was taken to operating room for removal of the catheter.